Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the rep that during the procedure the hand piece gave off solid tones (used with a lcsc5). The account changed to another luke hand piece and got beeping tone with a drag, and hand piece got over heated. The case was completed with cautery. There was no pt consequence.